Event description:
The deltaplush cerecyte microcoil 2.5 mm x 6 cm (cpl10025630/ g12828) could not be pushed out from the tip of the introducer sheath. So it was not used. There was resistance felt during dpu/coil deployment. An sl-10 microcatheter (details unknown) was used. It was noted during analysis that the coil was stretched.

Manufacturer narrative:
The deltaplush cerecyte microcoil 2.5 mm x 6 cm (cpl10025630/ g12828) could not be pushed out from the tip of the introducer sheath. So it was not used. There was resistance felt during dpu/coil deployment. An sl-10 microcatheter (details unknown) was used. It was noted during analysis that the coil was stretched. The most likely root cause of the coil unable to be advanced out of the sheath was due to severe coil damage. This type of pattern of coil damage found most likely occurred outside the sheath. The coil was stretched approximately at the midpoint. The circumstances of how and where this damage occurred cannot be determined. Based on the information and the analysis, the event was confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.